Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the cgm reading was in the 200¿s mg/dl and the patient self-administered 12 units of insulin. At 12:30pm he was eating and the cgm showed high values (300¿s mg/dl) so he self-administered an additional 14 units. Approximately 1.5 hours later the cgm showed a rapid drop and he felt symptoms of hypoglycemia (thirsty and jittery) and started quickly eating sugary foods (a whole soda, honey). The cgm was 47 mg/dl. He had whole body twitching, then a seizure, and passed out. Emergency medical services (ems) was called and upon paramedic arrival the bg finger stick was 51 mg/dl, and cgm was low. Upon hospital arrival the bg finger stick was rising (116 mg/dl) and the cgm was 193 mg/dl. A diagnostic computed tomography (CT) scan was normal, and although an IV was started, no treatments were specified. He was discharged from the emergency room (ER) several hours later in stable condition, with a headache, and he was ¿still out of it from the seizure.¿ at the time of the report, the patient was fatigued, had malaise, and his jaw hurt. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.